Manufacturer narrative:
This product is registered as a combination product. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, blood tests confirmed an infection. The infection was isolated to tissue surrounding the distal tip of the right ventricular (rv) lead. The distal portion of rv lead was explanted. During a later follow-up, the infection persisted and the remaining proximal portion of the lead was explanted. The patient was stable.